Manufacturer narrative:
The field service engineer checked the analyzer and found reagent packs were stuck in the reagent wheel. He removed the affected packs and checked new reagent packs which were fine. The customer loaded new reagent packs with no issues and no alarms. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 disk analyzer. The initial result was > 10,000 miu/ml. The customer repeated the sample with a 1:100 dilution and the result was < 10 miu/ml with a data flag. The sample was repeated with a 1:100 two additional times and the result was 36000 miu/ml with a data flag each time. The result of 36000 miu/ml was believed correct and reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 664363 with an expiration date of 31-may-2024. The investigation is ongoing.